Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 67-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, and on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. The impella was inserted for ventricular support for a percutaneous coronary intervention (pci) of the right coronary artery (rca). After transfer to the intensive care unit (ICU), it was noted that the urine was pink. The physician repositioned the pump because it was deep. The same night after the impella placement, the family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was due to multi-organ failure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.